Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system was exhibiting lightheadedness and warm sensation. Technical services (ts) was consulted and reported ventricular fibrillation (vf) signals due to external noise. Oversensing with pacing inhibition greater than 5 seconds pause was noted. The representative could not reproduce any noise on the rv channel. Ts recommended reprogramming options to prevent vf under detection. The rv lead was reprogrammed. No adverse patient effects were reported.